Manufacturer narrative:
Vyaire medical file identification: (B)(4). It was determined by vyaire technical support the settings on 3100a would cause centering probe to overheat and become less stable. The settings used (per photo provided by the customer) are more appropriate on 3100 as device is setup to manage that level of generated heat. No patient involvement was reported. Technical support inquired if they still want the device checked out. Onsite fst (field service technician) visit will be scheduled. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the 3100a ventilator needs an fst (field service technician) to evaluate. There was concern of the piston not centering while at the settings they needed, but switched the unit with a 3100b and the settings were fine.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician adjusted dynamic displacement indicator and pr3. Ran patient circuit check. Ran performance check. All tests passed required criteria. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.